Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. The customer blood glucose was 30 mmol/l and current blood glucose was 18 mmol/l. It was reported that the customer declined troubleshooting. It was unknown whether the customer was using automode. The customer will continue the use of device.